Event description:
Customer reportedly obtained results of 42 mg/dl and 360 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement sent.

Manufacturer narrative:
(B)(4): product is not available for return.